Event description:
Same case as 2134265-2014-04545 and 2134265-2014-04546. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. During the intravascular ultrasound (ivus), an unspecified imaging catheter and bsc sled was used in conjunction with the motor drive unit (mdu). After the sled was placed on, automatic pullback operation started. However, the motor drive unit failed to move backward. The physician believed there was a problem with the unspecified imaging catheter and the bsc sled. Manual pullback was done using another imaging catheter and sled to complete the procedure. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Correction: upn search - corrected from unk71 - (B)(4) - ivus - 30000 to h749ilab120ins0 - ilab instl basic system 120v -. Device upn # - corrected from unk71 to h749ilab120ins0. Device lot # - corrected from batch_unknown to 0000007540. Batch expiration date - corrected from unknown date to 03/03/2039. Batch manufactured date - corrected from unknown date to 10/18/2011. Updated: device available for evaluation, returned to manufacturer, device returned to manufacturer, device evaluated by manufacturer, evaluation summary ,method codes, result codes and conclusion codes. Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-in for 5 hrs. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.

Event description:
Same case as 2134265-2014-04545 and 2134265-2014-04546. It was reported that automatic pullback failure occured. The target lesion was located in the left anterior descending (lad) artery. During the intravascular ultrasound (ivus), an unspecified imaging catheter and bsc sled was used in conjunction with the motor drive unit (mdu). After the sled was placed on, automatic pullback operation started. However, the motor drive unit failed to move backward. The physician believed there was a problem with the unspecified imaging catheter and the bsc sled. Manual pullback was done using another imaging catheter and sled to complete the procedure. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).